Manufacturer narrative:
(B)(4).

Event description:
The customer reported the measured exhaled tidal volumes are zero when in noninvasive ventilation mode. The customer reported patient involvement with no harm to the patient.